Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 4 years port op the initial right tka, this 52 y/o male patient was revised due to poly wear and the poly being slightly delaminated. Parts and pieces were removed from patient by the surgeon, he pulled the poly out and irrigated the wound w 3000 cc of antibiotic. There was a 5-15 min surgical delay, no adverse event as a result. Patient was last known to be in stable condition following the event. Device is not returning.

Manufacturer narrative:
(H3) the revision reported may have been due to a combination of orientation of the components, third body wear, and/or patient related conditions which led to wear of the tibial insert. However, this cannot be confirmed because the component was not returned for evaluation and images were not provided. The following sections have corrected information: (d1) brand name: logic tib insert impl crc, sz 4, 9mm. (D4) catalog number: 02-012-51-4009, serial number: (B)(6), expiration date: 28-dec-2023, unique identifier (UDI)#: (B)(4). (H4) device manufacture date: 30-dec-2015. (H6) component code: 4755, part/component/sub-assembly term not applicable.